Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion field service representative went on-site and repaired the suspect device. The faulty parts were sent to the failure analysis (fa) laboratory. The fa laboratory received the suspect main printed circuit board (pcba) and turbine assembly for investigation. The main pcba was installed in a known good vela unit and power into service mode. The root-cause was determined after performing calibration testing to the pt 802 of the assembly. The turbine assembly was investigated and installed on a known good vela unit. The events log recorded multiple error codes. The root-cause was determined to corrupted data on the turbine pcba. These findings will be internally investigated within carefusion.

Event description:
The customer requested a field service representative (fsr) for evaluation and repair of the vela ventilator. The customer reported low volumes. At this time, it is unknown when the issue occurred. At this time, it is unknown if there was any patient involvement is associated with the event.